Event description:
Allegedly the patient was revised due to the following mom complications: bone cysts; pseudo-tumors; metallosis and osteolysis; high levels of metal ions; such as chromium and cobalt, in the bloodstream; detachment, disconnection, and/or loosening of the acetabular cup; loosening of the femoral component.